Event description:
The customer observed error code 1062 (invalid test results, read precision) while running patients samples on the axsym digoxin iii assay. Diluting the samples resolved the issue. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.